Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was unable to duplicate the reported event. The unit was tested, confirmed to be operating according to specification, and returned to service. No repairs were made. The 3080rl surgical table subject of the reported event was installed in 1993 and is approximately 32 years old. This unit is not under steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. In-service is pending on the proper use and operation of the 3080rl surgical table. A follow-up report will be submitted once additional information becomes available. No additional issues have been reported. UDI related data clarification: the device subject of the event was manufactured prior to UDI requirements; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their 3080sp surgical table went into flex position without being commanded to do so. User facility personnel leveled the table using the hand controls. The patient procedure was completed successfully without further incident. No report of injury.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the 3080rl surgical table; however, the user facility declined. No additional issues have been reported.